Manufacturer narrative:
Corrected information has been provided in d1 and d10. Ppae( arrhythmia/major bleed/infection) : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected data. This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67-year-old male patient with a history of end-stage renal disease on hemodialysis, heart failure with an ejection fraction of 30 percent, and prior pneumonia and sepsis requiring prolonged mechanical ventilation and continuous renal replacement therapy underwent coronary artery bypass grafting ×3 on (B)(6) 2025. Postoperatively, he developed vasoplegic shock and heart failure requiring intra-aortic balloon pump support, methylene blue, and multiple inotropic agents. Given persistent hemodynamic compromise and severely reduced right ventricular function on echocardiography, the impella 5.5 was implanted in the operating room. The patient was extubated the next day, and inotropic support was initially weaned but later restarted due to recurrent hypotension. Over the following weeks, he demonstrated gradual hemodynamic improvement. On day thirty-nine, his hemoglobin decreased to 5.7 grams per deciliter, and he was temporarily inactivated on the transplant list pending colonoscopy. On day seventy-two, systemic anticoagulation was discontinued due to new hematuria. On day seventy-nine, he underwent impella pump replacement due to prolonged support duration. On day ninety, he developed arrhythmias, gastrointestinal bleeding, and leukocytosis concerning for infection. After one hundred ten days of total impella support, he was successfully bridged to heart transplantation.

Manufacturer narrative:
D4 serial and UDI updated/corrected.